Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an interventional ablation procedure using a 6f sheath. Reportedly, as the prostyle had not been placed in the vessel properly, the sutures did not capture the vessel well. Pulsatile blood flow was confirmed to be coming from the marker lumen prior to opening the foot and deploying the suture, but there was difficulty in confirming it. The prostyle device and suture were removed from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.